Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the g6 mobile app makes audio alerts without any messages of the alert. Data was returned and evaluated. The reported event was not confirmed via data. A probable cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional patient or event information is available.